Event description:
High blood glucose device readings for the past few days (500 mg/dl or "hi"); however at 4 am, passed out and someone called 911. It was reported the last reading prior to the event was not known and customer remembers waking up in the hospital where he had been admitted for four days. Reporter stated doctor stated glucose was low, however no values provided. Reporter indicated being treated with an IV at the hosp. A request was made for the return of the suspect device and replacement product was sent.